Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with some moisture on it. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -4.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vault, pupil block, elevated iop, unreactive (fixed) pupil, and angle closure. The problem was resolved. There is no plan to exchange the lens.